Manufacturer narrative:
The alarm trace showed multiple "noise error" alarms on the date of the event, near the time the sample was processed. A field service engineer (fse) found a blockage in the ion-selective electrode (ise) flow path and cleaned it. For verification, the fse performed successful mechanical checks, ise checks, precision checks, calibrations, and qcs. The investigation determined that the blockage in the flowpath caused the event. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit for eleven patients. Results were provided for three patients. Patient 1's initial result was 151.0 mmol/l. Additional repeat results were: 143.2 mmol/l, 140.5 mmol/l, and 142.6 mmol/l. The repeat result on another analyzer was 140.5 mmol/l. The repeat result of 140.5 mmol/l was deemed to be correct. The sample was repeated because the doctor questioned the initial result. Patient 2's initial result was 149.7 mmol/l, and the repeat result was 136.2 mmol/l. A repeat result on another analyzer was 136.1 mmol/l. Patient 3's initial result was 153.2 mmol/l, and the repeat result was 141.3 mmol/l.

Manufacturer narrative:
The sodium electrode was dtt72, and the expiration date is 07-apr-2026. The investigation is ongoing.